Event description:
During a restoration modular cone conical, the locking bolt broke as the surgeon was tightening the bolt into the cone body. Initially, the surgeon engaged the cone body and attempted to tighten the locking bolt through the cone body to the stem the screwdriver was spinning and did not engage the bolt. He tapped the screwdriver with a mallet to try and engage the screw and then determined that the body wasn't impacted enough he removed the bolt and impacted the body further. He then replaced the bolt and it sat under the shoulder of the cone body, he tightened the bolt with the 5mm screwdriver and once it had ceased rotating he used the torque wrench he put 150lbs of pressure and the bolt snapped. Another stem and body were available however the surgeon stated that he would do more damage removing and replacing all the components and decided to leave the implants in without the locking bolt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. A visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The bolt fractured at the root diameter of the first thread, from the hex head. No thread damage was observed. The fracture surface is indicating the direction of fracture based on microscopic and macroscopic features observed. Fracture occurred due to a right-handed tightening force. The vertical faces of the hexagonal head showed only minor damage. A material analysis has been performed and concluded that: the locking bolt fractured at the root diameter of the first thread nearest the head. Fracture occurred in ductile shear overload and propagated circumferentially around the root diameter of the thread. The fracture was consistent with the application of an overload in torsion. The eds spectrum of the material was consistent with the astm f136 ti-6al-4v alloy. No material or manufacturing defects were observed on the fracture surfaces examined. A review of the provided information by a clinical consultant indicated: radiology confirms the revision setting replacing a prior prostalac antibiotic containing spacer construct with the rm system components. Adequate position after revision surgery. The fractured bolt remnant not visible on x-ray. The clinician agreed with the conclusion of the material analysis report. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the fracture was consistent with the application of an overload in torsion. No material or manufacturing defects were observed on the device.

Event description:
During a restoration modular cone conical the locking bolt broke as the surgeon was tightening the bolt into the cone body. Initially the surgeon engaged the cone body and attempted to tighten the locking bolt through the cone body to the stem the screwdriver was spinning and did not engage the bolt. He tapped the screwdriver with a mallet to try and engage the screw and then determined that the body wasn't impacted enough he removed the bolt and impacted the body further. He then replaced the bolt and it sat under the shoulder of the cone body, he tightened the bolt with the 5mm screwdriver and once it had ceased rotating he used the torque wrench he put 150lbs of pressure and the bolt snapped. Another stem and body were available however the surgeon stated that he would do more damage removing and replacing all the components and decided to leave the implants in without the locking bolt.